Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual inspection identified fluid in the suction and lavage tubing, indicating the device had been used. There was no damage noted on the handpiece. Functional testing found that the device operated normally. The tip lock easily slid. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The root cause of the reported issue is attributed to the tip lock thickness dimension being manufactured at the low end of the specification such that the interference condition with the slot width (post mold change) may not be sufficient with normal process variation. An action was initiated as a result of the investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that during the surgery, the tip lock was sliding easily due to the vibration of the handpiece during working. Subsequently the tip came off from the handpiece. There was no harm, but there was a 0-15 minute delay to prepare an alternate product. No adverse events were reported as a result of this malfunction.